Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: triathlon p/a cr beaded #7l; 5517f701 ; a7n9l. Titanium bplate triathlon s6; 5536b600 ; ctd11759. Sterile fluted headless 1/8" pin 3.5" long; 7650-2038a; rdcl126. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Device not available.

Event description:
It was reported that a first stage revision was preformed on the patient's left knee due to infection. All implants were removed and a spacer was placed. Rep confirmed that no further information would be released by the hospital or surgeon.